Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 66 mg/dl. The customer was treated with glucose tabs. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir was empty. The customer was advised to change the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.